Event description:
It was reported, while using bd alaris¿ secondary set. The tubing bulged. The following information was provided by the initial reporter: verbatim: the tubing bulged. And there is sediment in the line. The bulge is at the top of the pump segment. And the sediment is in the pump segment as well.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes, d10: returned to manufacturer on: 06-jul-2023. H6: investigation summary: samples that arrived were investigated. From the investigation, it was verified, that the top of the pumping segments has ballooned. The manufacturing plant was notified of this defect. It was determined, that this failure is, due to user error. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. A device history record review could not be performed, because a lot number was not provided by the customer.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ secondary set the tubing bulged. The following information was provided by the initial reporter verbatim: "the tubing bulged and there is sediment in the line. The bulge is at the top of the pump segment and the sediment is in the pump segment as well."